Event description:
The pt had intermittent increases of volume of sound to very loud levels, with intermittent background noise and some facial stimulation. Strange values during measurements indicate that the device could be in an early stage of failure.